Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. A blockage was present in the air/water nozzle. The blockage appeared to be a black rubber like material, which did not originate from the scope. A comprehensive leakage check was completed, and no leaks were found. The air/water channel volume and the water removal failed. The light cover glasses and optical cover glass adhesive was uneven. The protector was split. The switch button had a hole. The light guide tube had minor delamination. The image was misty. The angulation was lower than standard and there was play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the channel on the evis lucera elite gastrointestinal videoscope was blocked. The issue was detected during maintenance. The device was not used in a procedure. It was unknown if the procedure was completed. No patient injury reported. During the evaluation of the device, it was noted foreign debris was found protruding from the air/water nozzle due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the foreign debris was found protruding from the air/water nozzle due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material and cause of the material lodged in the nozzle could not be identified. It is likely that the foreign material was not removed even though the user reprocessed properly in accordance with the instructions for use (IFU). Although the IFU specifies the method of removing foreign material from the air/water channel and nozzle, foreign material expected in the IFU is mainly dirt that adheres to the device during procedure. Foreign material in the suggested event was reported to likely be black and rubber-like. This is not considered to be dirt as expected in the IFU. Therefore, the root cause of the reported event could not be determined. The event can be detected/prevented by following the IFU which state: ¿operation manual - preparation and inspection of the endoscope - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿ ¿operation manual - inspection of the endoscopic system inspection of the air-feeding function. Inspection of the objective lens cleaning function¿. ¿reprocessing manual - precleaning the endoscope and accessories flush the air/water channel with water and air- caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ ¿cleaning, disinfection, and sterilization procedures - manual cleaning clean the external surface. Immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens and ensure that all surfaces of the distal end are thoroughly cleaned.¿ ¿flush the air/water channel with detergent solution¿. Olympus will continue to monitor field performance for this device.